Manufacturer narrative:
Concomitant product: product ID 310c31 tissue valve, implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to elevated thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.